Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer had replaced the ion selective electrodes prior to contacting the tsc, and sodium samples resulted as expected after the electrodes were replaced. A siemens customer service engineer (cse) was dispatched to the customer site for an unrelated issue. The cse replaced a mixer which was intermittently stalling. The cause of the discordant, falsely elevated sodium results was a malfunction of the electrode. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium results were obtained on multiple patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were rerun on an alternate instrument and resulted lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.